Event description:
I was reported that their pain doctor told them to call and check to see if the device was working properly because they have cystitis and it is not getting off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).